Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis.

Event description:
The customer reported that the device was "heating from locking area." There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the device heated within two minutes and that it was more than 118.4 degrees (f).